Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and this MDR should be void. Information was captured in the MDR for the duplicated pr.

Event description:
Complaint is a duplicate of pr (B)(4).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material#: 515052 lot#: 2210303 it was reported by the customer reported leaking blood and chemo leak verbatim: hello, we have received the below product problem report. Stevens ref#(B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: ________________________________________ product problem report product information product code: 515052 product description: injector n35-o ca/4 x 50s lot/serial #: (B)(6). Expiry date: 2025-03-31 problem information failure - leaking blood and chemo leak occurrences: 1 each site information vancouver general hospital 902 west 10th avenue vancouver, bc v5z 1m9 sample information incident samples: 1 each representative samples: 0 no adverse event reported